Event description:
Report received from the USA stating that the device was experiencing heat and it was "sticking." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of heat could be confirmed. During service the device failed the temperature test. The reported condition of sticking could not be confirmed. If additional information becomes available a supplemental report will be submitted.